Event description:
The customer reported that the pt received a 2nd degree burn at the return pad site on the upper right leg. The burn was noted after the procedure when the pad was removed. The incident pad was discarded and is not available for evaluation. Treatment info is not available.

Manufacturer narrative:
(B)(4). The incident sample was discarded at the site and is not available for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.